Manufacturer narrative:
Additional information (29-may-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. The instrument data showed that the calibration was acceptable and quality control (qc) recovery was within the customer¿s expected ranges. The customer performed a qc precision study, and the results obtained were within the customer¿s expected ranges. The tobramycin_2 (tob_2) assay and the advia chemistry xpt system were performing acceptably, and the issue was resolved by reprocessing the same sample. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00068 was filed on 17-apr-2024.

Event description:
The customer reported to siemens that they obtained an erroneously elevated tobramycin_2 (tob_2) result on a neonatal patient sample on an advia chemistry xpt system. The erroneously elevated result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on the original advia chemistry xpt system. Also, a new sample was drawn from the same patient and processed on the original advia chemistry xpt system. Lower results were obtained, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated tobramycin_2 (tob_2) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding an erroneously elevated tobramycin_2 (tob_2) result on a neonatal patient sample obtained on an advia chemistry xpt system. Siemens is investigating the event.